Event description:
It was reported that there was loss of light.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service indicates: repair details: faulty reported by the customer; light source switching off upon white balance function on ccu (from both camera head and ccu itself). Action taken: tested the device with a 1588 cc and camera head, was unable to duplicate the fault as reported. Faults found: jaw service required, worn actuator and jaw pieces, excessive build up of lint covering air vents, lightpipe damaged. Action taken: jaw assembly - replaced x3 jaw pieces. Actuator, liner and spring. Replaced the lightpipe assembly and as a precaution the main board assembly. Test performed: qip ; electrical safety test; passed all tests. Probable root cause: damaged light cable; damaged scope; damaged coupler; damaged leds; main board malfunction; loose / misaligned jaw assembly; light engine/ light pipe malfunction or damaged; bent esst contact; inconsistent esst contact; camera head communication; front board malfunction; touch panel malfunction; power supply malfunction; thermal switch malfunction; ac inlet board malfunction; inadequate air flow; sidne port malfunction; poor workmanship; inadequate calibration; use errors; electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light.